Event description:
It was reported that the tip of the guidewire became loose . A savion flx guidewire was selected for revascularization procedure in the popliteal artery. During the procedure inside the patient's body, the nitinol part of the tip became loose and was barely hanging on to the rest of the guidewire. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was fine post procedure.

Manufacturer narrative:
Evaluation conclusion codes: corrected from 67 to 4311.

Event description:
It was reported that the tip of the guidewire became loose . A savion flx guidewire was selected for revascularization procedure in the popliteal artery. During the procedure inside the patient's body, the nitinol part of the tip became loose and was barely hanging on to the rest of the guidewire. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was fine post procedure.